Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that when an alfn was being inserted into a femur for a mid-shaft fracture, using recon screws, that the aiming arm did not align accurately with the holes in the nail. This resulted in the screws being inserted outside of the nail, as opposed to through the nail. This is report 1 of 1 for complaint (B)(4).